Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that low flow alarms were noted on the patient's controller. Per the bedside nurse, the "green arrows" were not lit up and appeared as if no power was going to the controller, either from ac power or the emergency backup battery (ebb). During this time the patient's mean arterial pressure (map) dropped from the mid-60's to the mid 40's. The heartmate monitor showed "static". The bedside nurse was touching the screen to see if the screen could be reset, it is unclear if the pump stop button was accidentally pressed. A transesophageal echocardiogram (tee) was done and a shadow indicating a possible fibrin material was intermittently seen throughout the de-airing process. The patient was taken back to the operating room on (B)(6) 2022 for re-exploration and wash out. Much time was taken to de-air as well as achieve hemostasis. Chest tubes were placed, the chest was closed, the driveline was sutured to the abdomen, and dressings were applied. Intra-aortic balloon pump (iabp) was removed. Multiple blood products such as prbc (packed red blood cells, plts (partial liver transplantation platelet), and ffp (fresh frozen plasma) were given. The patient was transferred to the intensive care unit (ICU) in stable condition. The patient did have low flows during that time. Log file analysis displayed an intentional pump stop where the pump stop command was enabled on the system monitor on (B)(6) 2022 at 12:27:18 pm causing low speed advisories / low flow / lvad off alarms where the pump was momentarily off for about 19 seconds. The pump was restarted at 12:27:39 and remained on for the remainder of the log file.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow events as well as a transient pump stop event due to the pump stop button being pressed. A specific cause for the low flow events could not be determined through this evaluation. In addition, a direct correlation between (B)(6) and the reported fibrin material and bleeding could not be determined through this evaluation. Review of the submitted controller event log file revealed transient low flow hazard alarms on (B)(6) 2022. The file also captured an intentional pump stop event on (B)(6) 2022 at 12:27:18 with corresponding low flow, low speed advisory, and lvad off alarms. The pump stop event lasted approximately 21 seconds, and normal pump function resumed at 12:27:39. The pump appeared to be operating as intended at the set speed before and after the intentional pump stop event. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of this document lists bleeding and peripheral thromboembolic event as adverse events that may be associated with the use of the heartmate 3 lvas. Section 6 entitled ¿patient care and management¿ lists thromboembolism as a potential late postimplant complication. Section 6 (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Section 1 also provides an explanation of all pump parameters (including flow). Section 4 "system monitor" provides information about the pump flow display and explains that pump flow is estimated based on pump speed and the amount of power being provided to the pump motor. This section also provides information about the low flow hazard alarm condition and states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm. Changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 4 of the IFU, (under ¿pump stop button¿), states: ¿use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1. The pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed.¿ this section further states that after the countdown, the stopping pump message will be displayed. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address all system alarm conditions, as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.